Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx 5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. On the surface several uneven grinding areas and scratches can be found. These marks are not according to our specification, thus we assume a third party maintenance. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incedints have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenence of the device. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: india. It was reported the tip/shaft broke off the device.